Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that unstable angina occurred. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion was located in the middle left anterior descending (lad) with 90% stenosis and was 26 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 28 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In(B)(6) 2025, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. At the time of the event, the subject was on antiplatelet medication. The event was treated medically. Twelve days later, the subject was discharged from the hospital. At the time of reporting, the event was considered to be recovering/resolving.